Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified proximal left anterior descending artery. The patient presented with unstable angina. Therefore, a 2.25 x 23 mm xience sierra stent was implanted on (B)(6) 2019. Medication was administered to the patient. However, on (B)(6) 2019, the patient was re-hospitalized as they were experiencing angina, and angiography revealed thrombus in the lesion. Therefore, balloon angioplasty was performed and the patient was discharged from the hospital. There was a clinically significant delay in the procedure. No additional information was provided.